Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the jagtome was pushed into the biopsy cap, the sponge detached and clogged the working channel of the scope. They tried to remove the sponge from the scope channel by flushing; however, it was not successful. There was no other duodenoscope available and ultimately cancelled and rescheduled the procedure. Reportedly, the scope was sent for repair. There were no patient complications reported as a result of this event.